Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information is in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported a patient with a 23mm 11500a aortic valve implanted five (5) years, three (3) months, is being evaluated for valve-in-valve procedure due to patient prosthesis mismatch versus recurrent aortic stenosis.

Event description:
It was reported a patient with a 23mm 11500a aortic valve implanted five (5) years, three (3) months, was evaluated for valve-in-valve procedure due to patient prosthesis mismatch versus recurrent aortic stenosis. Patient is not planned for reintervention only routine follow echoes.

Manufacturer narrative:
Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Manufacturer narrative:
Based on new information received this event is reportable. Added information to b2, b5, h6.

Event description:
It was reported a patient with a 23mm 11500a aortic valve underwent valve-in-valve procedure after an implant duration of six (6) years, nine (9) month due to patient prosthesis mismatch versus recurrent aortic stenosis. Tavr was successfully performed with a 23mm 9755rsl transcatheter valve.

Manufacturer narrative:
Added information to h6. The device history record (DHR) review was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Patient prosthesis mismatch (ppm) is present when the effective orifice area of the implanted bioprosthetic valve is too small in relation to body size. Literature indicates ppm main hemodynamic consequence is to generate higher than expected gradients through a normally functioning bioprosthetic valve. It has been shown to be associated with worse hemodynamic function, less regression of left ventricular hypertrophy, more cardiac events, and lower survival. Improperly sized valves with ppm can hasten the development of early degenerative changes and premature prosthetic valve dysfunction with varying degrees of prosthetic valve stenosis and regurgitation. Although ppm is a well-recognized phenomenon of bioprosthetic valves, it is most likely related to patient anatomical changes after long implant durations. When discovered intraoperatively or early post-operatively, ppm is most likely related to procedural factors, including specific patient assessment and valve model and size selection. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. A definitive root cause cannot be conclusively determined; however, patient and/or procedural factors likely caused or contributed.